Event description:
It was reported to philips that a loud pop was heard in the equipment room, and the system gave an alert indicating x-rays were unavailable. The device was in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used during procedure. The procedure got delayed and completed by other way. It was reported to philips that the x-ray unavailable alert and the technician heard a loud pop in equipment room after unable to make x-ray. Upon troubleshooting, philips field service engineer (fse) evaluated power supply but didn¿t get any issue also mains and ny in m rack functioned properly, also found high-tension cable connections at the generator side had space to be tightened. To resolve the issue, fse reseated the fan power supply assembly and tightened the high-tension cable connections. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.